Event description:
The customer called and reported a button on the insulin pump was not working. The customer's blood glucose was not known. Insulin pump had not been dropped, bumped, or exposed to moisture. The customer stated she had a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.